Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 37 mg/dl. Food and juice were consumed to bring the bg back to the target level (99 mg/dl). The contact thought that the customer delivered too much insulin for the last meal and customer had been active. Tandem technical support advised the contact to discuss the event with a healthcare provider.